Manufacturer narrative:
Adverse event & product problem should have been selected/updated in previous report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient was on group d. Yesterday all of a sudden they were on group b. They were stuck on b and could not change back to d. Patient services walked the patient through on how to go from group b to group d. The patient then said that they see 2 programs but they had 4 programs before. The patient then wanted to try group c. The patient switched to group c and confirmed that they found their programs. Troubleshooting resolved the reported issue. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient felt like their programmer was jumping from group d to b on its own. The patient stated they were in pain now and hurting and wanted to get back to group c. Patient services (ps) reviewed the programmer couldn't jump groups on its own. Ps walked the patient through how to get back to group c and to adjust individual programs. The patient initially stated they couldn't adjust the stimulation because the stimulation was off. Ps reviewed meaning of the message and reviewed turning the stimulation back on. The patient confirmed they were able to increase the stimulation successfully. The patient was directed to their healthcare professional. No further complications were reported.